Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-17 additional information was received from a manufacturing representative. They reported that the cause of the high impedances was not determined. The patient, clinician, and representative did not determine any likely causes behind the issue. The physician ordered x-rays to determine correct connection between the header and lead specifically coning in on the ipg. It was unknown if the issue was resolved. The rep spoke with the doctor about the x-ray the day of the email and they said that nothing looked out of the normal. They programmed around the electrode and made sure the patient had comfortable/appropriate settings before they left the clinic on (B)(6) 2025.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were seeing contact c-2 had high impedance >4000 ohms. The rep said the patient (pt) started to feel discomfort at the end of august. Additional impedances were: c-0 1089; c-1 2500; c-2 >4000; c-3 1332.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.